Event description:
It was reported that during the procedure in the right coronary artery, the 2.5 x 12 mm trek dilatation catheter was advanced to the target lesion for pre dilatation. An attempt was made to inflate the balloon of the trek dilatation catheter using an inflation device; however, the balloon would not inflate. It was originally felt that the balloon had a hole, but no extravasation of contrast was noted. The device was removed from the anatomy and an attempt was made to inflate the balloon outside the patient anatomy; however, the balloon still would not inflate and no leaking of contrast was noted. A new same size trek dilatation catheter was then used to complete pre-dilatation and was inflated using the same inflation device. There were no adverse patient effects, no clinically significant delay and no difficulty during advancement or withdrawal of the 2.5 x 12 mm trek dilatation catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.